Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working near the end of the case, with only a few branches remaining. Once hemopro 2 was removed from the scope, it was discovered that the metal wire in the jaw was disconnected and damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The lot # 25152284 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(6) 2020. Photograph from the account shows that the heater wire was observed to be completely bent and twisted, remaining attached at the base, with disconnection at the tip of the hot jaw. Device was investigated on (B)(6) 2021. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely bent and twisted, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy" was not confirmed but the reported failure "material twisted/bent" was confirmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working near the end of the case, with only a few branches remaining. Once hemopro 2 was removed from the scope, it was discovered that the metal wire in the jaw was disconnected and damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.